Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded at time of procedure. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient underwent an internal brace and brostrom repair procedure on (B)(6) 2017 where an ar-1688-cp, lot: 10154871 and two ar-1915ft¿s, lot: 10160922 were implanted. The patient healed properly after the procedure, however, the incision took a long time. A few months later, the patient began to experience pain and swelling at the incision site. Seven months post-op, on (B)(6) 2018, the patient underwent a revision surgery where the internal brace and both corkscrew anchors were removed due the patient being allergic to nickel. Additional information obtained: both procedures were performed at the same surgery center by the same surgeon. No implants replaced the internal brace and corkscrews in the lateral ankle.